Event description:
It was reported that the patient presented to the emergency room after receiving a vibratory alert. Upon interrogation, the left ventricular lead exhibited high impedance. Programming changes were made and the patient would continue to be monitored. The patient had not experienced any adverse effects.